Event description:
Hcp reports a patient receiving dilaudid via intrathecal infusion pump experiencing withdrawal symptoms including chills, sweating, shaking, and skin crawling. The patient was seen in the clinic questioning the efficacy of the pump. A study was performed which showed good intrathecal dispersement. On 8/22/06, additional information from the hcp indicated the patient's incident started about one month ago. The patient came in for a refill (no date reported). The patient has a deep pocket which is difficult to access for refill. The refill drug was inadvertantly injected subcutaneously. The patient was admitted to the ICU and treated with narcan drip. The patient recovered and was sent home doing well. Approximately 1 week later, the patient presented in the ER complaining of withdrawal symptoms. The hcp felt there may have been a gap of drug in the pump due to removal of all drug at refill the previous week. The patient was treated by increasing the pump rate and providing supplemental oral medication. A study was done which showed drug delivery to the correct location. An MRI was scheduled to rule out a granuloma at the catheter tip. On 8/25/06, the hcp reported the MRI results were pending. The patient is doing better and symptoms have resolved. The patient is scheduled for a pocket revision and pump replacement because of the refill difficulties with the pocket and because the pump is over 5 years implant duration.